Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure when the left ventricular lead was implanted, measurements through the analyzer which involved lv3 indicated a possible fracture. Lv3 would not capture, the impedance was high and undefined, and there was oversensing, noise and no sensing. The other vectors were stable, so the physician elected to use the lead. No patient complications have been reported as a result of this event.